Event description:
Caller reported that t:slim x2 pump battery would not charge despite using appropriate charging cable and wall adapter, and attempting to charge for an extended period. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and provided instructions for transitioning to the new device, ensuring the customer was aware of steps for handling the old pump, including its return. The customer acknowledged understanding all instructions related to the pump replacement process.